Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping due to triggering elective replacement indicator (eri) with a charge time of 19.4 seconds. The device has been explanted. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
--